Event description:
Consumer complaint of high control test results. Performed control test, result were 65 and mg/dl, outside of the required control range of 30-60 mg/dl. Based on parkes error grid analysis, the bias between the control result given (30) and the lowest result that could be correctly obtained (65) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction incorrect storage of controls or test strips. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high control test results. Performed control test, results were 65 and 65 mg/dl, outside of the required control range of 30-60 mg/dl. Based on parkes error grid analysis, the bias between the control result given (30) and the lowest result that could be correctly obtained (65) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).